Manufacturer narrative:
Correction: g4 premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: uncomfortable feeling. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - significant glare and/or halos (under night driving conditions) and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse events following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, complaints of patient dissatisfaction- glare/haloes and uncomfortable feeling were reported . In a separate visit the lens was explanted and the problem resolved.